Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported issues with 3 adc devices in which "libre 2 sensor fails to transmit data after installation and a brand new sensor installed within one to six hours this is a back to back failure after the first sensor failed after 5 5 hours". No further information was provided. There was no report of any self or third-party medical treatment reported. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event, however, all follow-up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported issues with 3 adc devices in which "libre 2 sensor fails to transmit data after installation and a brand new sensor installed within one to six hours this is a back to back failure after the first sensor failed after 5 5 hours". No further information was provided. There was no report of any self or third-party medical treatment reported. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event, however, all follow-up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. Extended investigation is pending at this time and will be performed per adc's established processes and procedures. A follow-up report will be submitted upon completion of all required investigation activities. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported issues with 3 adc devices in which "libre 2 sensor fails to transmit data after installation and a brand new sensor installed within one to six hours this is a back to back failure after the first sensor failed after 5 5 hours". No further information was provided. There was no report of any self or third-party medical treatment reported. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event, however, all follow-up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.